Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test. However pump passed sleep current measurement, active current measurement and self test. P-cap or reservoir will not lock properly due to missing retainer. No unexpected failed battery test or battery failed alert noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received battery failed alarm. Customer stated contacts were not missing, damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.